Event description:
A funeral home returned a pump that was removed from a deceased prior to cremation. No other information was provided. The manufacturer's device system registry indicated the patient died in 2007.

Manufacturer narrative:
Final device analysis revealed the connector was broken around the suture ring. The drug found in the pump's reservoir was dilaudid and bupivacaine.